Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received multiple pump error alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was monitored for two days and no unexpected pump error 19 or pump error79 alarms occurred during testing. The battery was also removed from pump and monitored for less than 10 minutes and more than 10 minutes and the battery were reinstalled. Unit power up properly after insertion of the battery and no pump error 23, 49 or 68 were noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.